Manufacturer narrative:
E1: patient city: (B)(6). Patient country: norway. Zip code: (B)(6). Name: medtronic minimed street 18000 devonshire street city northridge state ca zip code 91325. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced insulin flow block event on (B)(6) 2026 causing hyperglycemia, feeling unwell, cramps. The high blood glucose was treated by manual injection.